Event description:
It was reported to st. Jude medical that the pt received numerous inappropriate high voltage therapies. Technical services reviewed the faxed electrograms and far r oversensing was noted as well as an apparent ventricular lead fracture. It was later reported that the pace/sense portion of the lead was capped with the defibrillation portion remaining active.